Manufacturer narrative:
Additional information: provided through out form. Claim#(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -12.0/3.0/112 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6)2022. Lens was repostioned on (B)(6) 2023 due to lens rotation not associated to a low vault. . This did not resolve the problem. On (B)(6) 2024 the lens was exchanged vertically with longer length lens. This resolved the problem. Cause of event reported as unknown.

Manufacturer narrative:
H3 device evaluation: lens was returned in vial, in liquid, with debris on product. Visual inspection found haptic torn and debris on lens. Dimensional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -12.0/3.0/112 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od). On (B)(6) 2024 the lens was exchanged with longer length lens. Additional information has been requested but none has been forthcoming.